Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Event description:
It is reported that she was made aware that a surgery was going to be required to remove a titanium trochanteric fixation nail system (tfn)cut out on (B)(6) 2013. Surgery happened on (B)(6) 2013 because of the tfn cut out. Patient complained of pain, it protruded through the femoral head and into acetableoum. No other information provided and surgery was successfully completed. There was no delay in the surgery. This is report 2 of 3 for complaint (B)(4).